Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV¿ and "pain". Device has explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV¿ and "pain". Device has explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. From the previous medwatch, follow up 1, was incorrectly entered as 12/3/2022. The correct aware date for that report was 1/3/2023.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV¿ and "pain". Device has explanted and replaced.